Manufacturer narrative:
The handle (product ID cev669b) was returned for evaluation: device history record (DHR) - no anomalies that could be associated with the complaint incident was observed. Failure analysis - the evaluation verified the complaint as valid. The black plastic part is burnt between the connectors, the device doesn't pass the electrical test. The material of the black plastic part is peek. Root cause - the burn of the plastic part is the consequence of the formation of an electric arc, probably due to the presence of humidity in the connection zone (cable not dried / blood / tissues). It comes from a defect of cleaning or of drying of the instrument. However, the material of this part changed from peek to propylux as propylux is more resistant to charring issues.

Event description:
This report is 5 of 6 for another handle (product ID cev669b), and is linked to mfg report numbers: 2523190-2021-00151, 2523190-2021-00152, 2523190-2021-00153, 2523190-2021-00154, 2523190-2021-00156. A facility reported that there was no activation of 3 different forceps during gynecological surgery. The forceps were disassembled after two forceps were in short circuitry and three inserts had damaged coating. The device was not in contact with the patient; however, it was reported that the event led to significant increase of surgery time. No patient injury or death was reported.